Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ipp cylinder was thoroughly analyzed. The component was microscopically inspected leak tested. Microscopic examination revealed that there was a wear at fold in the cylinder body. Also, leak testing revealed that there was bulge when inflated with syringe. Based on the information available and analysis results, the bulge identified in the cylinder was confirmed and it could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination the right cylinder had a ballooning, so the right cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination the right cylinder had a ballooning, so the right cylinder was explanted and replaced. No patient complications were reported.